Event description:
It was reported that a stent was implanted in the patient during embolization of the left parasellar region. Subarachnoid hemorrhage occurred during the procedure near the paraclinoid aneurysm. The patient administered protamine sulfate (dosage unknown) to the patient and inflated a hyperglide balloon (covidien) to shut off blood flow to the aneurysm until the bleeding stopped. The event was resolved with no residual effect to the patient. Per the physician, it is not clear what caused the sah, however, there is a possibility that the aneurysm was perforated by the last coil during embolization.

Manufacturer narrative:
Subject device remains implanted.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that a stent was implanted in the patient during embolization of the left parasellar region. Subarachnoid hemorrhage occurred during the procedure near the paraclinoid aneurysm. The patient administered protamine sulfate (dosage unknown) to the patient and inflated a hyperglide balloon (covidien) to shut off blood flow to the aneurysm until the bleeding stopped. The event was resolved with no residual effect to the patient. Per the physician, it is not clear what caused the sah, however, there is a possibility that the aneurysm was perforated by the last coil during embolization.